Event description:
It was reported that a patient underwent an acdf at c5-c6 and sometime post-operatively, screw displacement occurred at c6. A revision surgery was performed because the stability of the construct was reportedly reduced. As bone union was also not achieved, an s-plate was added posteriorly and the anterior plate was replaced with the larger one. According to the physician, the cause of the screw displacement was unknown because the screws were properly locked during implantation. No further patient complications were reported.

Manufacturer narrative:
Product analysis : visual and optical examination of all of the returned bone screws did not identify locking cap witness marks on the head of one of the screws. Additionally, atypically light witness marks noted on the edge of bone screw lock washer interfacing surface, consistent with minimal lock washer interface. Witness marks noted at the upper outside and lower inside portion of one of plate screw holes, suggesting the screw may have been inserted off-axis, which can reduce the mechanical engagement between the bone screw head, and the lock washer. X-ray interpretation: "this shows x-rays of an acdf at c5/6. Initial postop films, and CT show the screws to be well positioned in relation to the plate. A later film shows some subsidence of the graft but clear back out of one of the c6 screws and failure of the locking mechanism to control the screw."

Manufacturer narrative:
(B)(4). Devices of multiple part/lot numbers were implanted during the procedure including: part: g9790027 / lot: 0251835w part: g9791223 / lot: h13e3594 (x4). Although it is unknown which of these devices contributed to the reported event, we are filing this MDR for notification purposes. These parts are not approved for use in the united states; however, the catalog #s 9791223 and 510k # k061274 of 'like devices' were cleared in the united states.